Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary incontinence with worsening leakage. A partial explant and excision of the sling and placement of pubovaginal sling under general anesthesia were performed.